Manufacturer narrative:
Event date (B)(6) 2018. Philip's service engineer reviewed the device history log and no error codes were identified associated with the event. Reportedly, a low internal battery alarm occurred. The battery was in use for 5 years. A recommendation was made to replace the battery and the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator shut down. The device was in use and the patient had to be switched to a different ventilator; however, there was no patient harm reported.